Event description:
It was reported to philips that the co2 monitoring function was not working on the device. The customer attempted to use an alternate sample line but the issue remained. The customer requested that the device be returned for bench repair. There was no reported patient or user involvement and no adverse patient/user impact.